Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24july2019. The manufacturer's field service engineer confirmed the reported problem and replaced solenoids 2 and 4 to address and correct this event.

Event description:
The customer reported a ventilator with a machine pressure sensor autozero failure. There was no patient involvement/harm.